Event description:
During verification testing at the manufacturing facility, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. (B) (4)